Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level in the 50 mg/dl. The customer reported wanting to check if the auto mode feature is active and automatically adjusting insulin delivery. The customer treated for the low blood glucose level by drinking a bunch of juice. The current blood glucose level was unknown. The customer did not troubleshoot the issue was driving. The insulin pump will not be returned for analysis.